Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during the diagnostic endobronchial ultrasound with guide sheath (ebus-gs) procedure, when inserting the forceps, the gasket inside broke and fell into the body. The fallen part was collected and the procedure was completed after replacing it with a new single use biopsy valve. The device was inspected before use with no abnormality. There was no health damage to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) further investigation. The device was evaluated by olympus, and it was confirmed that part of the rubber valve (inside the biopsy valve) was missing. Since the returned subject device was damaged, another lot of the same device model was used to reproduce the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported event (fragment of the maj-210 fell off and into the patient) occurred due to the following: when inserting or removing the endotherapy accessory, the guide sheath and the syringe from this device attached to the endoscope. While inserting or removing the endotherapy accessory (etc.) With the endotherapy accessory and syringe tilted relative to the device, it may cause an overload to be applied to the surrounding area that is off the center of the rubber valve. This will cause the rubber valve to become damaged. Moreover, repeated insertion and removal of the endotherapy accessory, etc. Subsequently pushed the pieces of the rubber valve into the endoscope's suction channel, causing it to fall off and into the patient's body. However, the root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿9.4 feeding and aspirating solution with a syringe: insert a syringe firmly and hold it perpendicular to the valve. Feed or aspirate solution from the syringe as necessary.¿ ¿9.5 inserting and withdrawing the endo-therapy accessories: insert the endo-therapy accessory into the valve as straight as possible. Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged.¿ furthermore, the maj-210 medical device package insert states that inserting and removing the syringe, or the endo-therapy accessory angled from the biopsy valve is an incorrect usage method. This may cause the forceps plug to break and pieces to fall into the patient¿s body. This supplemental report includes an update to d9 and h3 from the initial medwatch. Also, information has been added to d4 and h4. Olympus will continue to monitor field performance for this device.